Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported the patient had difficulty walking, loss of balance, pain, and unable to get out of bed. Device was removed. Cause was not determined.